Event description:
During training for use in a cardiopulmonary bypass procedure, one of the device's power supplies was observed to be malfunctioning. The power manager circuit was also reported to be "broken." There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.